Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg found that the pump did not alarm "load set" alarm when it should have, it alarmed "shut door" instead. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that pump "failed load set alarm". They also stated that this occurred during testing, and no patient had been involved. (B)(4).